Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down keypad button was intermittently unresponsive. The patient reportedly wore the pump clipped to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.